Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 / pcba 2 j1 connector / force sensor / motor]. Test p-cap and reservoir do not lock properly into reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, broken reservoir tube lip, detached retainer, and missing o-ring. Unable to verify battery cap contact missing due to pump was received without battery cap, a test battery cap was used for testing and analysis. Alleged cosmetic damage was confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, broken reservoir tube lip, detached retainer, and missing o-ring was noted. Exposure to moisture confirmed where moisture damage on the [pcba 1 j6 / pcba 2 j1 connector / force sensor / motor] was noted. Reservoir unable to lock in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, exposed to moisture, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. Customer reported that pump was exposed to moisture and fluid was present in battery compartment. Customer is not using the correct battery cap for the pump they are using. Customer reported battery cap damaged. Damage is on metal contacts. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.